Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, upon withdrawal of the scope from the patient, the distal cover was missing. They searched the patient's mouth, and throat and was unable to locate the distal end cover either inside or outside of the patient. There were no anatomical or procedural challenges that could have contributed to the reported event. The patient's current condition is reported as seen in the office and doing well. There is no plan to go back in and retrieve the missing distal cover. There were no abnormalities in the appearance of the scope or distal cap prior to the start of the procedure. The customer recently bought three tjf-q190v scopes and is not sure which of the three were used in this procedure. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
Concomitant medical products: maj-2315, device locking sterile biopsy cap olympus compatible disposable mfg#m00545261 lot#29278434; sphincterotome endoscopic dreamtone 20x.035x260 mfg#m00584040 lot# unknown; balloon specimen retrieval extractor pro 0.035x3 mfg# m00547000 lot# unknown; basket specimen retrieval trapezoid rx 180x3.2 mfg#m00510870 lot# unknown; device raptor grasping mfg# bx00711177 lot# unknown; bite block 1 piece dental 60fr blox mfg# sbt-546-100 lot# unknown the device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. D10: distal cover lot number could be h1512 or possibly h1x18.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. D4: information was inadvertently left out of the initial report. D10: confirmed the distal cover lot number is h1512. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the event may have occurred as the distal cover was easy to come off due to the following: a) the distal cover was inappropriately attached. B) chemical solutions such as anti-fog agent adhered to the distal cover, which caused breakage of the distal cover. The following information is stated in the instructions for use (IFU) which may have prevented the event: "never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed." Olympus will continue to monitor field performance for this device.